Event description:
A (B) (6) male pt contacted lifecor customer support to report that the monitor would not power up with either battery pack. Support sent the pt a replacement monitor and battery packs.

Manufacturer narrative:
Monitor (B) (4). Battery pack (B) (4). Battery pack (B) (4). Device eval summary: device evals of monitor (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. J2007 and j2008 connectors on the auxiliary board were corroded. These connectors carry the ECG signals from the electrode belt to the monitor. They also aid in downloading the monitor. The monitor was repaired, retested and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the faulty monitor. The pt received a replacement monitor and battery packs.